Manufacturer narrative:
The reported event of ¿no pacing¿ could not be confirmed. Visual examination showed stripped setscrew inset walls consistent with over-torqueing during the procedure. As received, the device was at vvi mode above elective replacement indicator level. Electrical and mechanical assessments returned no anomaly.

Event description:
It was reported during implantation that pacemaker exhibited no output. The pacemaker was explanted and replaced. The patient was asymptomatic and stable.